Event description:
It was reported that the patient presented in clinic for a follow up. Device delivered inappropriate shock due to dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shock. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical, mechanical, and visual analysis was normal with no anomalies found.